Manufacturer narrative:
During the inspection, it was confirmed that the handle malfunctioned due to deformation of the handle screw's screw thread, that there was rust/deformity in the cable screw thread, and that there was joint adhesion/deformity. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from service and repair via a manufacturing representative regarding a patient with bone proliferation for partial excision of the transverse process spinal therapy at l5. It was reported that the screws on the columns cannot be turned tightly. The product came in contact with the patient. There was no patient complication/symptoms as a result of this event.